Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. The pt was originally treated for a 9cm symptomatic infrarenal abdominal aortic aneurysm, with the completion aortography showing a type 2 endoleak. Follow-up CT's continuously reported a persistent type 2 endoleak (likely from a lumbar artery): with the aaa size increasing to nearly 10cm. Coil embolization of the left iliolumbar artery was performed 7 months prior to explant, significantly reducing the type 2 endoleak. The device was explanted during surgical conversion due to aaa expansion with disease progression. The pt was successfully converted to open repair after a recent CT showed aortic neck dilatation (without evidence a type 1 endoleak), resulting in less than 5mm of proximal fixation length, the aaa size remaining near 10cm, with an unfavorable anatomy for any attempted endovascular repair. At explant, the proximal portion of the graft was reported as sealed but not fixated to the aortic wall, the graft had migrated distally approx 3cm, and a single bleeding lumbar artery near the aortic bifurcation was observed. The pt is reported to be fine.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. From the examination of the returned graft, the exact cause of the aaa expansion and graft migration cannot be determined. Several fatigue stent fractures were observed on ring 3 (non-sealing zone) of the bifurcate, at the location of the graft aortic body angulation. It is possible that the two spring abrasion holes observed between rings 2 and 3 may have led to the aaa expansion; however, there were no reports of endoleaks at this location, and it appears that the holes were covered by tissue/thrombus. It is likely that disease progression with aortic neck dilatation contributed to the graft migration. It is also possible that the single bleeding lumbar artery observed at explant may have contributed to the aneurysm expansion.